Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The end users reprocessing steps was later provided. Reprocessing was completed according to the user manual and, in addition, with other procedures indicated below, with pre-cleansing at the end of the procedure, cleansing and manual brushing, in etd-3 endoscope washer with standard program + drying. Difficulty in manual cleaning of the endoscope has been reported with abundant leakage of biological material (probably residues of biliary tract stones) during manual brushing. There was no delay in pre-cleaning. Manual cleaning took longer than expected due to abundant spillage of biological material, as indicated above. The operator in charge of the disinfection room reported that 5 double brushes (proximal and distal) were needed to clean the operating channel. Each toothbrush is used for two passages of the channel and then discarded. The elevator recess was brushed several times with the appropriate brush and with gauze soaked in enzymatic detergent. It was also stated the recess area was forcibly washed with a syringe and enzymatic detergent. At the end of each operation with enzymatic detergent, rinses were carried out with water. At the end of the procedure a manual pre-cleansing is carried out with cleaning of the external surface, washing of the elevator channel with enzymatic detergent, washing with a syringe in the recesses of the elevator with the enzymatic detergent. They wiped/brushed the device surface during manual cleaning. No effect from other products/ reprocessing accessories/ aer/ewd involved on the event. Additionally, they sent the scope for bacteriological testing on 13-oct-2023 with negative results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in instructions evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection IFU states the preventative measures in instructions evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed there was no harm to the patient or operators. No complications or prolongation of the procedure.

Event description:
The customer reported to olympus, the gastrointestinal scope¿s elevator was loose and not holding position. The issue was found during three endoscope retrograde cholangiopancreatographies for stone extraction, plastic prosthesis replacement, brushing and diagnostics, and metal prosthesis removal. The device was inspected before each procedure without the detection of any anomalies and was reprocessed after each procedure according to the instructions for use with both manual cleaning and the endoscope washer. There were no delays in procedure completion or reported patient harm. The procedures were completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover contained foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the switch box had a dent, the air/water and suction cylinders had no color, the adhesive around the objective lens has a chip, and the connecting tube had a buckling and a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.